Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the balloon broke inside the common bile duct and was detached. The detached balloon was retrieved. No further event information was provided. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: this event was reported by the director of regulatory affairs. The healthcare facility was not reported on the medwatch form and is unknown. Block g2: medwatch reference number: mw5152520. Block h6: imdrf device code a0501 captures the reportable event of balloon detachment. Imdrf impact code f2301 is being used to capture the reportable event of additional device required.